Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative. The representative became aware of the event by a healthcare provider in (B)(6) of 2016. It was noticed by an hcp that the patient¿s pump was nearing end of life which was what the patient meant when they were saying ¿the pump is not working anymore.¿ the patient¿s pump was close to end of life and the hcp stated it needed to be replaced as soon as possible. The patient had a pump replacement in (B)(6) of 2016. The patient¿s pain and lack of relief resolved after the replacement.

Event description:
Information was received from a consumer regarding a patient's implantable infusion pump for non-malignant pain, and failed back surgery syndrome. It was reported on (B)(6) 2016 that it was stated the pump needs to be replaced because "the pump is not working anymore." It was stated that this started a week prior. It was stated that the patient was in a lot of pain. It was stated the patient went for a refill (B)(6) 2016 and she's "not getting any relief" and "that's not normal." The patient was being medicated through the pump with fentanyl (unknown dose and concentration). The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.